Manufacturer narrative:
The user facility reported that an employee entered the room in which the system 1e is located and observed water on the floor and adjacent hallway. The employee shut off the water supply and proceeded to clean up the water. A procedure delay was reported due to the event. A steris service technician arrived onsite to inspect the system 1e processor. The technician inspected the processor and found that a hose had separated on the unit causing the reported water leak. The separation occurred at the 90 degree factory crimped fitting installed to big blue inlet connection. The technician installed a new water hose, tested the processor by running a diagnostic and processing cycle and confirmed the system 1e processor to be operating properly.

Event description:
The user facility reported that water was leaking from their system 1e processor. No report of injury.